Event description:
It was reported that a (B)(6) asian female who underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prothesis experienced spontaneous bilateral deflation post procedure. The patient initially had the right side deflated and had it replaced with cat #3501685 / sn (B)(4) on may 27, 2022. Then on (B)(6) 2022 she reported that the left implant also deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the left side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 7, 2022 indicated that the patient also underwent right sided open capsulotomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022 mentor became aware that the initial report has incorrect awareness and report submission due date. Manufacturer¿s reference number: (B)(4) correction awareness date for the initial report is (B)(6) 2022, and submission report due date would be (B)(6) 2022.

Manufacturer narrative:
Additional information received on august 2, 2022 indicated that the device was explanted on (B)(6) 2022. Date of event was on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on august 10, 2022 device evaluation completed on august 24 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).